Event description:
The doctor from the emergency room called and requested assistance on how to review the daily totals, basal rates, and bolus history. The customer was not available at the time to provide additional details on his admission. The customer's blood glucose reading at time of call was 304 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.